Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on october 27, 2016. There was no patient harm and the procedure was able to be completed without any further issues. The surgical delay was approximately 2-5 minutes.

Manufacturer narrative:
Patient information is not available for reporting. (B)(4). The device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The device is not distributed in the united states, but is similar to a product marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the blue handle of a proximal femoral nail anti-rotation (pfna) blade impactor came away from the shaft during a surgical procedure on september 16, 2016. At the time of malfunction, the pfna blade had already been fully inserted and locked, so no medical intervention was required. The procedure was, however, prolonged by an unknown length of time due to the intra-operative issue with the instrument. No additional information is available at this time. This report is 1 of 1 for (B)(4).